Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer rate was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed during initial testing. A system interconnection cable was re-seated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.